Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report the clip becoming caught in the chords and clip migration after implant. It was reported that the patient underwent an off-label mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. While attempting to grasp the leaflets, the clip became caught on a chord. Troubleshooting was performed and the physician was able to grasp both leaflets and deploy. The tr was reduced to a grade of 1-2. The mitraclip system was removed from the patient and the access sites in the groin were closed. While the echocardiologist was completing post procedure images it was noted that the tr had increased back to a grade of 3. Upon further evaluation, it was noted that the clip was still attached to both leaflets but had turned. The physician suspects that it was a chord that turned the clip, resulting in increased tr. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device of clip caught on chordae. The reported partial clip movement appears to be due to the procedural condition of the clip getting caught on the chordae. It should be noted that, per the indication for use section of the mitraclip system instruction for use, the mitraclip system is a device indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). In this case, the device was used on a tricuspid valve which is an off-label use; however, the off-label used did not contributed to the reported issue. The patient effect of recurrent tricuspid regurgitation appears to be related to the partial clip movement. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.